Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula broken inside sensor base missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the electrode was missing from the sensor. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.